Event description:
Wrong screw in package, the package contained the self-drilling screw 04.503.223.01s and not emergency screw 04.503.233.01s. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation of the complained package shows that indeed there is a wrong screw inside. This has been considered a manufacturing issue. Further investigation revealed, the cause of the reported issue is due to a mix-up of devices by the non-sterile supplier before the sterilization process was performed. During a warehouse check no other fault with products was detected. According to data, this is concluded to be an isolated case. This complaint has been deemed valid, a CAPA determination has been initiated. The lot number has been provided, a review of the device history record is not yet available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The patient was female. Date of event was (B)(6) 2011. Device history record was reviewed. The manufacturing documents were reviewed and no complaint related issues were found. The device manufacturing date was 04/21/2008. The expiration date is 03/01/2018.